Event description:
It was reported that during use, the platform displayed user advisory 7. Manual CPR was initiated. The customer was able to replicate the failure after the incident. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted when the device is rec'd and evaluated. No adverse event reported.